Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Customer reported motion battery critical error. Could not duplicate the error, but motion battery voltage did drop off quickly when the umbilical was unplugged. Replaced the motion batteries. System is ready to use. The batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system motion batteries were not holding a charge. There was no patient present when this issue was identified. No additional details were provided.